Manufacturer narrative:
The customer was provided with a replacement device and the reported device will be returned to verathon for further evaluation. The device history record (DHR) was reviewed for the reported cable and no discrepancies were found. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image would disappear intermittently. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The glidescope core smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable where they were able to verify the reported image issue. A visual inspection of the cable also showed that the hdmi connector was physically damaged. The glidescope operations and maintenance manual (omm) states, "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Since the customer received a replacement device, the returned cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.